Manufacturer narrative:
Patient information was not made available from the site. On 06/02/2016 the medtronic representative attending the procedure, noted that it is likely that the site moved their probe over where the back button on the tracker is, in error, and did not look up at the screen until it had already changed. The medtronic representative educated the site to prevent future similar issues. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged that after they had successfully registered and were working away, the navigation system unexpectedly exited to the set-up screen without prompting from the staff. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.